Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the aviva meter was unavailable for use due to error e-1. Caller reported blood glucose result of 145 mg/dl at 10:00 am on aviva system, took prescribed 15 units of humalog at about 12:20 pm. The customer's wife reported he was "acting funny" before they left the house, and the customer attempted to test his blood glucose, but he received an e-1 error on the aviva. He had a late breakfast because he slept late. They were on their way to eat lunch when incident occurred. At 1:20 pm on (B)(6) 2012, wife was driving customer to get something to eat when he became dizzy, had blurred vision, confusion. Wife pulled car over and attempted to test his blood glucose, but received an e-1 error on the aviva. Customer was unable to treat himself. Wife called emts. Customer's blood glucose was too low to be measured on the emt meter. Emts treated customer with glucose IV, took customer to hospital. He was at hospital for 4 1/2 hours. Hospital treated customer with glucose IV. He was not admitted to hospital. Customer's blood sugar upon release from hospital was 109 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.